Manufacturer narrative:
Batch review performed on 18 jun 2026 lot 2507478: (B)(4) items manufactured and released on 10-aug-2025. Expiration date: 2030-aug-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At4 months from primary, the patient came in presenting instability and the cause is unknown. There was no indication of trauma. The surgeon revised the flex 3r - 12mm insert to a flex 3r - 20mm after trialing a 17mm and finding the stability unsatisfactory. The surgery was completed successfully.